Manufacturer narrative:
Based on the limited information provided to date, there is no connection that can be made between the reported postoperative complication (partial explant) and any problem with the davol device used to treat the patient. Specific details have not been provided as this event was reported per a surgical center associate on behalf of the patient. The surgical associate stated she could not provide patient specific details, however would provide contact information for davol to the patient to follow up if he chooses. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The date of implant documented is an estimate as the exact date was not provided. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that in 2015 the patient underwent the implant of a davol perfix plug. As reported the patient subsequently, underwent a partial explant of the mesh.

Manufacturer narrative:
Based on the limited information provided to date, there is no connection that can be made between the reported postoperative complication (partial explant) and any problem with the davol device used to treat the patient. Specific details have not been provided as this event was reported per a surgical center associate on behalf of the patient. The surgical associate stated she could not provide patient specific details, however would provide contact information for davol to the patient to follow up if he chooses. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The date of implant documented in d6 is an estimate as the exact date was not provided. Addendum: this is an addendum to the initial emdr submitted (MDR_number: 1213643-2018-01220). It was identified that the emdr is a duplicate of a previously reported event (MDR_number: 1213643-2019-01346). As such, this supplemental emdr is submitted to report the information. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in 2015 the patient underwent the implant of a davol perfix plug. As reported the patient subsequently, underwent a partial explant of the mesh. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with right and left inguinal hernia thereby underwent open repair with implant of perfix plug. Per operative notes, ¿indirect right inguinal hernia was repaired which had weakened hesselbach triangle and this sewed in bassini fashion. Other side had an indirect inguinal hernia. Placed a perfix plug in the enlarged internal inguinal ring defect and sewed in place using sutures. Then placed an onlay mesh over hesselbach triangle and sewed in place.¿ (B)(6) 2018 - patient was diagnosed with bilateral inguinal hernia and pain thereby underwent laparoscopic repair with triple necrotomy and explant of perfix plug. Per operative notes, ¿on the left had adhesions between sigmoid and underside of inguinal hernia repair which were taken down. Had a large plug protruding and bulging the peritoneum. The mesh was then removed. The ilioinguinal, iliohypogastric and genitofemoral nerves were divided.¿ (B)(6) 2018 - patient was diagnosed with right inguinal pain thereby underwent repair with removal of mesh and ilioinguinal neurectomy. Per operative notes, ¿the previously placed large wad of mesh (onlay) was excised. Underlying hernia repair had scar tissue and the ilioinguinal nerve which were dissected.¿ attorney alleged that the mesh migration caused a palpable bulge in abdomen which involved entrapment/adhesions of nerves and spermatic cords. This generated extreme abdominal pain with most movement and activity. Patient had pain and disability prevented that, patient¿s extreme and chronic pain provoked significant emotional distress and greatly exacerbated chronic depression.